Manufacturer narrative:
Investigation summary: the customer issued a complaint for leakage detected during customer usage. No sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis; therefore, it is not possible to investigate the reported condition or determine the root cause. As no sample and photo was provided to bdm-ps for analysis and no additional information is available, the 8d team leader is not able to delve deeper into the investigation and correlate this symptom with a potential cause linked to bd hypoint manufacturing process. Unconfirmed: no evidence provided.

Event description:
It was reported that the bd hypoint¿ needle separated from the syringe during use and leaked. The following information was provided by the initial reporter, translated from (B)(6): "the needle escaped during preparation, causing a leak"